Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was damaged when the dilator was inserted during the preparation of the product. The sheath was changed, the procedure was completed without patient's consequence. Additional information was received on the event. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient; therefore, no blood return was observed. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-mar-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was damaged when the dilator was inserted during the preparation of the product. The sheath was changed, the procedure was completed without patient's consequence. Additional information was received on the event. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient; therefore, no blood return was observed. The device evaluation was completed on 01-apr-2022. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection of the returned device. Visual analysis of the returned carto vizigo sheath sample revealed that the hemostatic valve could not be found and the dilator was bent. The root cause of the resistance felt during the dilator insertion could be related to the dislodgment of the hemostatic valve, causing a temporary blockage of the sheath, however, as the hemostatic valve could not be found for further analysis to determine the root cause of its dislodgment no more conclusions could be reached. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).